Event description:
The health care provider via a company representative reported that following a pump replacement, the patient had a follow-up visit and drainage was noted at the device pocket. The entire system (pump, catheter connector and catheter) were explanted due to a pocket infection. Cultures were taken at removal but the results are unknown. At the time of this event report date, the issue was not resolved. The device system was used to deliver dilaudid; concentration 10mg/ml, dose 5.402mg/day and bupivacaine; concentration 20mg/ml, dose 10.804mg/day. The patient status at the time of this report was noted as ¿alive ¿ no injury¿. The final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history: spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
The result of the cultures taken was staphylococcus epidermidis. The infection was resolved as of (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted:(B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).